Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer stated that he accidentally delivers more insulin than he needs for a bolus. The bolus history and prime history were reviewed and did not show multiple boluses or manual prime. It was also reported that the customer removed pump from body and removed batteries from the pump.